Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 230 mg/dl and the sensor glucose was 43 mg/dl. The customer was assisted with troubleshooting. Customer states the insulin delivery was suspended due to sensor values. Customer states the sensor glucose value that triggered the suspend event was 43 mg/dl. Customer states the low limit in sensor settings was 80 mg/dl. Customer accepted review. Customer reports difference was occurring with the current sensor. The sensor will not be returned for analysis.